Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction . D4: catalog no, lot no, exp date, UDI no- correction . G3: date received by manufacturer - additional. H2: additional information/correction . H4: mfg date- correction . H10: corrected data . H6: type of investigation -correction . H6: investigation findings -correction . H6: investigation conclusion -correction.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.